Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The device passed the leak test. The device had all buttons responding properly. No damage or moisture damage on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The device had a minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a stuck button error. The customer took the battery out and when they were going to put the insulin pump back on it started working. The customer's blood glucose level was 336 mg/dl. The customer did a bolus of 2 units. The customer reported that they did press a button down for 3 minutes or longer. They were not able to clear the alarm. The device was returned for analysis.